Event description:
Dexcom g7 wearable glucose sensor read low while connected to tandem tslim insulin pump. The continuous glucose monitor had grossly incorrect readings for hours upon hours, even after calibrating the device using a manual glucose sensor, causing the closed loop system to trigger a no/low insulin delivery period (usually to counteract the low). This caused a very high, extended blood glucose spike. This is not the first time it has happened.